Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was broken. The customer's blood glucose level was 7 mmol/l. The customer stated that the introducer needle was not connected to the sensor itself and she needed to manually insert the needle to the sensor hence they did not attempt to put the sensor in her body. Customer was not reporting that the sensor or introducer needle was fractured while in the body. The sensor will be returned for analysis.